Event description:
The customer contact reported the device touchscreen does not respond accurately. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.